Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart, a cold reset was performed alarms. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that they were able to clear the alarm. Customer stated that they were able to complete insulin pump rewind. Customer stated that they remove the current battery from the insulin pump and insert a new battery and insulin pump had same alarmed. The device will be returned for analysis.